Event description:
Patient undergoing cryosurgery for ca of prostate. Sterile water instilled into bladder through suprapubic catheter extravasated into peritoneum.the fluid warmer was connected via roller pump to the foley catheter. The return line was connected to the supropubic catheter.